Event description:
It was reported that the unspecified bd nano¿ pen needle was difficult to attach to the "basaglar" pen during use, and leakage occurred around the hub as a result. The following information was provided by the initial reporter: "consumer called in to report, she's having a hard time attaching nano pen needles to her penstated, it just keeps turning and is loose on her basaglar pen stated, it leaks around the hub because its not attached. She used lantus and novolog in the past and never had issue with attaching pen needle, only with basaglar stated, she's wasting alot of pen needles, (count unknown). Stated, she is able to use some of the pen needles from box and her numbers have been between 120-143, which she says is "good", her "norm""

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano¿ pen needle was difficult to attach to the "basaglar" pen during use, and leakage occurred around the hub as a result. The following information was provided by the initial reporter: "consumer called in to report, she's having a hard time attaching nano pen needles to her pen stated, it just keeps turning and is loose on her basaglar pen stated, it leaks around the hub because its not attached. She used lantus and novolog in the past and never had issue with attaching pen needle, only with basaglar stated, she's wasting a lot of pen needles, (count unknown) stated, she is able to use some of the pen needles from box and her numbers have been between 120-143, which she says is "good", her "norm".